Manufacturer narrative:
The device evaluation found endoscopic image could not be displayed. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device endoscopic image could not be displayed. There was no patient involvement.